Event description:
Customer reportedly received result of 128 mg/dl on the aviva system and 368 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that a patient underwent a surgical procedure on (B) (6) 2009. During the procedure, the needle detached from the suture when the surgeon grasped the needle-suture with a needle holder. There was no adverse consequence to the patient.